Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed, and no anomalies were found. Concomitant medical products: (B)(4) ipg, implanted: (B)(6) 2015. (B)(4).

Event description:
It was reported that, six days after implant, the left ventricular lead "ceased to capture in any vector." The lead was removed and replaced. No patient complications have been reported as a result of this event.